Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filling will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically, these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
It was reported that the pt had port sites closed with dermabond. Postoperatively, during a six week period, the pt experienced redness and inflammation that spread over her abdomen. Antibiotics were required to bring the condition under control. The dr. Is unsure about the product lot number used on pt. The lot numbers provided (037098, 067149) are from current open boxes of product.